Manufacturer narrative:
Age at time of event: 18 years or older. Device (B)(4) relates to component (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefor a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral angioplasty treatment procedure a balloon rupture occurred. The sterling otw 4.0 x 20/80 (4f) was introduced in the patient through the left femoral artery vascular access site. The physician encountered severe resistance during crossing the 99% stenosed lesion located in the moderately tortuous, and calcified right superficial femoral artery (sfa). The sterling balloon dilation catheter was inflated the first time to 10atms in the target lesion when a balloon rupture occurred. The procedure was completed with a different device. No patient complications were reported and the patient condition is good.